Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer visited to emergency room due to diabetic coma on an unknown date. Blood glucose level was 14 mg/dl at the time of hospitalization. Customer was alleging insulin pump for over delivery because he had some relapsed between meals during basal delivery. Customer also reported that the intensity of insulin had been change. Customer also reported blood glucose level of 44 mg/dl at the time of incident and was treating with food. Customer was experiencing symptoms regarding their low blood glucose level such as sweating and anxiety. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was not confirm whether the auto mode was active at the time of reported event. Insulin pump will not be returned for analysis.